Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction it was assumed that it was unable to access the service mode intermittently due to a failure of the printed circuit board in the inspection results. In addition, the cause could not be identified because the e333 error was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found the customer's allegation reported in b5 could not be reproduced. However, an intermittent inability to access service mode was identified due to a faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had the e333 touch panel error. When the doctor releases an image, the image goes away and comes back. The issue occurred during a therapeutic procedure. There were no reports of patient harm.